Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed lesion was located in the calcified and moderately tortuous left popliteal artery. This 3.0 x 40 x 135cm sterling balloon catheter was selected for pre-dilation. Once to the lesion, the balloon was inflated to 6atms for 30 seconds. On the second inflation, the balloon ruptured at 4atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.